Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted to bore through the ventricular septum to capture the left bundle potential but was unsuccessful. There was no damage to this lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted to bore through the ventricular septum to capture the left bundle potential but was unsuccessful. There was no damage to this lead.